Event description:
The customer reported that the cannula had pulled out from the infusion site while she was sleeping. She woke up to her blood glucose measuring "high" (>27.8 mmol/l) (>500 mg/dl). The pod was removed after wearing the pod for less than 24 hours.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.